Manufacturer narrative:
This ipg serial number is included in a field advisory. (B)(4).

Event description:
It was reported the patient did not recharge the ipg as recommended. In turn, the ipg is potentially inoperable but not confirmed. As a result, the patient will undergo surgical intervention.